Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿inappropriate ICD shock due to hot tub-induced external electrical interference.¿ journal of electrocardiology. 2018; 51(5):852-855. Https://doi.org/10.1016/j.jelectrocard.2018.06.016. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) system. The article indicated the patient received a shock while in the hot tub at the patient¿s home. The patient was able to exit the tub with out losing consciousness. The patient then presented to the clinic and a device interrogation was performed. The interrogation showed that the device detected ¿electrical interference,¿ perceived this as if the patient was in ventricular fibrillation (vf) and delivered a defibrillation shock. It was found that the hot tub was found to be leaking electrical voltage from the light housing, which was built into the floor of the hot tub. The device and lead appear to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.